Event description:
Patient reported that the adhesive pad did not stay attached to the body while she went swimming. The patient stated that she did not go underneath the water and the vgo device was applied to the abdomen.